Manufacturer narrative:
(B)(4). The service engineer calibrated the o2 sensor and the ventilator was then returned to service.

Event description:
It was reported that the oxygen (o2) sensor was faulty. It is unclear if the event occurred during patient use. Additional information has been requested.

Manufacturer narrative:
(B)(4). Received information stating that the ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and calibrated the o2 sensor. The ventilator passed all the required testing. No part was replaced.